Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a ruptured posterior capsule during cataract removal. When the attempt to insert an intraocular lens (iol) into the sulcus was made, one of the haptics fell off. An enlarged incision was made to remove the iol and the iol fell to the posterior segment. In another procedure, the iol was removed from the posterior segment by a vitreoretinal surgeon. The patient was left aphakic. The surgeon is unsure as to whether any surgical products contributed to the ruptured capsule or not. Additional information was requested.

Manufacturer narrative:
(B)(4).